Event description:
Per the clinic, the implant magnet was placed poorly during the initial implant surgery on (B)(6) 2020, leading to the difficulty to wear the sound processor. Subsequently, the patient underwent a revision surgery to reposition the magnet on (B)(6) 2025 under general anesthesia.